Event description:
The manufacturer service technician reported that the device was overheating while it was being serviced at the manufacturing facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.